Event description:
As reported , the needle, after performing the biopsy, did not fit inside the sheath, it was possible to withdraw the device from the endoscope and the customer did not complain of any damage to the equipment. According to the report, there was no harm, no injury to the patient and no delay (a few minutes to remove the needle) to be considered clinically relevant". No harm, reported, no patient and no user injury reported due to the event.

Manufacturer narrative:
The subject device not returned for evaluation. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. As the device is not returning to olympus, a physical device inspection cannot be performed. As a result, the initial complaint cannot be confirmed. However, the observed failure is a known phenomenon likely resulting from the device experiencing excessive resistance. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor complaints for this device.